Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported left side rupture, "infection," and self removal of device. Healthcare professional later reported "pain, febrile, and redness," "old scar opened up and implant expelled itself," patient "pulled the implant out," "milky white-brown fluid," "pocket of fluid and gas along the deep chest wall with some linear bands of hyperdense material in the cavity," "infected breast with open wound," "calcified," "yellowish drainage" and capsular contracture baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported left side rupture, "infection," and self removal of device. Healthcare professional later reported "pain, febrile, and redness," "old scar opened up and implant expelled itself," patient "pulled the implant out," "milky white-brown fluid," "pocket of fluid and gas along the deep chest wall with some linear bands of hyperdense material in the cavity," "infected breast with open wound," "calcified," "yellowish drainage" and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of erosion, wound dehiscence, infection, fluid discharge, seroma-late, capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, use error, erosion, wound dehiscence, infection, fluid discharge, seroma-late, capsular contracture baker grade IV

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side rupture, "infection," and self removal of device. Healthcare professional later reported "pain, febrile, and redness," "old scar opened up and implant expelled itself," patient "pulled the implant out," "milky white-brown fluid," "pocket of fluid and gas along the deep chest wall with some linear bands of hyperdense material in the cavity," "infected breast with open wound," "calcified," "yellowish drainage" and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted and discarded.